Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was hot to the touch while charging the pump battery with a non-tandem charging cable. Reportedly, the customer was sleeping on top of the pump, and the pump had ¿melted and burned¿ the customer. Due to the reported event, the customer was unable to turn the pump on. It was unknown if the melting was related to the charging cable, pump, or outlet. The customer's blood glucose was 200 mg/dl. The customer reverted to manual injections for insulin therapy until a replacement pump was received from tandem.